Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer: no relevant errors were observed. No image or video clip for the reported event was submitted for review. A site history complaint review was performed and it was confirmed that there were no other complaints related to the product or the event. This event is being reported due to the following conclusion: it was reported that the patient experienced a pneumothorax after an ion procedure. It was reported that the pneumothorax slowly developed over time, was moderate-large in size, and the patient experienced shortness of breath and chest tightness after being released rom the hospital. The patient reportedly required a chest tube to be placed and to be hospitalized for two days to recover from the pneumothorax.

Event description:
It was initially reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax. It was reported that the patient required placement of a chest tube to expand the lung and required subsequent hospitalization. It was reported that after the ion procedure the patient was referred to surgery and watchful waiting. The customer reported using both a flexision 21g biopsy needle and a third-party forceps instrument to take tissue biopsies during this procedure. On (B)(6) 2021, intuitive surgical inc. (Isi) contacted the physician who performed the procedure and additional information was obtained about the complaint: a pneumothorax was identified one day after the ion procedure. The physician reported that he does not believe that the ion system or instruments caused or contributed to the pneumothorax, nor does he believe that a malfunction of the system or products occurred. The physician said he believes the injury would have occurred regardless of the modality, but thinks the chance of occurrence would have been higher if performed with another modality. When asked what he believes caused the pneumothorax the physician described the two lesions were ¿ground glass lesions¿ and could not be found with intra-operative radial ebus or fluoroscopy, so the physician relied on ion¿s estimations and the auto-pleura feature to biopsy the lesions and obtain samples. The physician also reported that he thinks the utilized third-party forceps may have contributed to the event due to difficulties removing the forceps from the catheter after obtaining samples. After completing the procedure, the patient received a chest x-ray and chest ultrasound examination which both did not reveal a pneumothorax. The patient was discharged home and reportedly returned to the hospital the next day with shortness of breath and chest tightness. Another chest x-ray was performed and a pneumothorax was observed. A chest tube was placed to help resolve the pneumothorax and the patient was hospitalized for two days. The physician characterized the pneumothorax as a ¿delayed pneumothorax,¿ due to the normal initial chest x-ray post-procedure. The pneumothorax was moderate-large in size and thought to be about 2cm. The physician reported that the patient was discharged after two days and ¿went home without any trouble.¿